Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that a perforation was located in the left anterior descending artery (lad). The lad perforation was very large. The first 3.0 x 16 mm graftmaster stent was implanted at 18 atmospheres (atm) and post dilatation was performed with a 4.0 mm diameter non-compliant balloon. However, it was noted that the perforation was not sealed. The 3.0 x 12 mm graftmaster stent was then implanted at 17 atm and post dilatation was performed with a 4.0 mm diameter non-compliant balloon. However, the perforation was still not completely sealed. Another 3.0 x 16 mm graftmaster stent was implanted at 18 atm and post dilatation was performed with a 4.0 mm diameter non-compliant balloon. However, the perforation was not completely sealed. Prolonged balloon inflations were used to seal the perforation. The procedure was concluded successfully and the patient was transferred out of the cath lab onto the unit. An echocardiogram (ECG) was performed two days post procedure with a good result. The patient died several days later due to infarcted/necrotic bowel, unrelated to the angioplasty procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Above rated burst pressure. The stent remains in the patient. A follow-up will be submitted with all relevant information. The additional graftmasters referenced are being filed under separate medwatch reports.